Event description:
It was reported the patient experienced a loss of therapeutic effect following a fall. The details about the fall are unknown. The patient was seen by the health care professional (hcp). The stimulator was found to be nearly depleted. Reprogramming did not recover therapy for the patient. At the time of the report, the patient was at home in fair condition. Additional information has been requested from the hcp, but was not available as of the date of this report.